Event description:
It was reported via facility medwatch #: (B)(4) that stent fracture occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced and deployed to treat the lesion. However, following post-dilatation, it was noted that the stent was fractured and unraveled. There were no patient complications were reported.